Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2024. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between may 23, 2023 and may 22, 2024 recorded the increase in short intervals from 0 to 160 at the end of the recording period. The analysis of the provided iegm episodes no. 154, 153, 151 from may 21, 2024 revealed artifacts on the rv channel, which led to the reported oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6), 2023 and (B)(6), 2024 recorded the increase in short intervals from 0 to 160 at the end of the recording period. The analysis of the provided iegm episodes no. 154, 153, 151 from (B)(6), 2024 revealed artifacts on the rv channel, which led to the reported oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Oversensing on the ventricular channel was observed via homemonitoring. Should additional information be received, this file will be updated.